Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's urinary infection could not conclusively be determined through this evaluation. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the report of urinary bladder bleeding could not conclusively be established through this evaluation. The patient remains ongoing on (B)(6) with no additional related complaints at this time. The hm3 lvas instructions for use (IFU) lists local infection and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. This IFU, as well as the hm3 lvas patient handbook, also provides information regarding how to prevent and control infection. Information regarding the recommended anticoagulation therapy and inr range can also be found within the IFU, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12feb2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a urinary infection from (B)(6) 2018 to (B)(6) 2018. Changes to medication were made. It was later reported that the patient had experienced urinary bladder bleeding on (B)(6) 2018. This bleeding required prolonged hospitalization. Surgery and a blood transfusion were provided and the bleeding reportedly resolved on (B)(6) 2018.